Event description:
Additional information was received from the patient indicating the 'lower stimulator' is (B)(6).

Manufacturer narrative:
Refer to regulatory report #3004209178-2024-03556 (ins s/n#(B)(6)). The patient had two implanted systems and it was not clear which issues pertained to which implanted system. Additional information from the patient indicated the issues pertained to the implanted system in referenced report not this report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient product ID 97715 lot# serial# (B)(6) implanted: (b)(62018-12-11 explanted: product type implantable neurostimulator product ID 97745bp lot# serial# (B)(6) implanted: explanted: product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) refer to regulatory report #3004209178-2024-03556 (ins s/n#(B)(6). The patient had two implanted systems and it was not clear which issues pertained to which implanted system. The referenced report pertains to the patient¿s other system. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that information was received from a patient regarding an external device. 97745- nld097312n / 97745bp / nlf143105n/ the reason for call was caller reported that they were trying to charge their implant last night and saw a software problem message. Caller stated that they tried to use the controller this morning and it doesn't even turn on. Caller noted that they reset the controller and cleaned the contacts but that did not resolve the issue. Patient services walked caller through removing the battery pack and plugging controller into the ac power cord; caller confirmed controller powers on. Pt reinserted the battery pack and confirmed flashing green light. Pt unlocked the controller and saw controller at 0% and implant 50%. Agent asked- pt confirmed pt starts charging the implant with 100% controller battery but drains quickly and the "lower stimulator" implant has been taking longer to charge for the past 2- 3 months. Pt stated they only use 1 recharging paddle and it works great on the controller for the other implanted device and reported no visible damage to the recharger. Caller mentioned that they had the rechargers replaced in the past. The issue was not resolved. An email was sent to the repair department to replace the controller.